Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer determined the occurrence of the product problem, therefore the reported issue is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke was coming from the power supply of the 2008t machine. The smoke produced from the power supply did not trigger smoke detectors within the facility and a fire extinguisher was not required. Upon troubleshooting burnt wires were also identified on the power supply. There was no observed spark, flame, arcing, or any other visible heat or electrical damage related to the burnt power supply. The biomed stated that the machine has approximately 30,000 hours and that the power supply is the original fresenius part on the machine. The biomed stated that the power supply was replaced to resolve the reported issue. The biomed noted upon initial reporting that the machine powered up to a black screen following replacement of the power supply. The biomed stated during follow-up that this issue was resolved by replacing the motherboard. The biomed believed that the issue with the motherboard was related to the burn damage identified on the power supply. The machine currently remains out of service pending repair. The biomed later reported in a subsequent call that the 2008t machine also alarmed with a watchdog (wd) fail long pulse alarm. A new power supply has been ordered to address the issue and has not yet arrived. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the complaint sample was discarded and is not available for return to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke was coming from the power supply of the 2008t machine. The smoke produced from the power supply did not trigger smoke detectors within the facility and a fire extinguisher was not required. Upon troubleshooting burnt wires were also identified on the power supply. There was no observed spark, flame, arcing, or any other visible heat or electrical damage related to the burnt power supply. The biomed stated that the machine has approximately 30,000 hours and that the power supply is the original fresenius part on the machine. The biomed stated that the power supply was replaced to resolve the reported issue. The biomed noted upon initial reporting that the machine powered up to a black screen following replacement of the power supply. The biomed stated during follow-up that this issue was resolved by replacing the motherboard. The biomed believed that the issue with the motherboard was related to the burn damage identified on the power supply. The machine currently remains out of service pending repair. The biomed later reported in a subsequent call that the 2008t machine also alarmed with a watchdog (wd) fail long pulse alarm. A new power supply has been ordered to address the issue and has not yet arrived. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the complaint sample was discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.